Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00887 . Further information indicated the patient's headache has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2 reference MFR report: 3008829311-2017-00887 it was reported the patient ((B)(6)) felt parasthesia along the leg with stimulation off in addition to a headache. One lead was removed and the parasthesia ceased, however the headache persisted. One week later the second lead was removed and a MRI was obtained. The MRI showed no anomalies.